Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, prior to use of the device, the wire guide included with a micropuncture transitionless access set was observed extending from its case when the physician opened the device packaging. Device photos provided on (B)(6) 2020 appeared to show the wire unraveled and elongated. The device did not make patient contact. Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package revealed one prior to use mpis wire guide with the wire guide partially inserted into an open wire guide holder. Further physical examination of the returned device showed that the solder connection was separated at the distal tip resulting in coil elongation of the wire guide. It was reported that the wire guide holder was not opened when the device was received by the customer, the wire guide holder was opened by the customer after opening the device packaging. Additional device analysis was performed on 21jul2020 to measure the elongation, the elongation started at 5.3cm from the distal tip and was 19cm in length. Additionally, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. There was one other complaint from this lot number, but it was deemed unrelated to this incident. No gaps were discovered in the manufacturing instructions, specifications, drawing, or quality control procedures for this device. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. An IFU is provided with this device, which states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use of the device, the wire guide included with a micropuncture transitionless access set was observed extending from its case when the physician opened the device packaging. Device photos provided 23jun2020 appeared to show the wire unraveled and elongated. The device did not make patient contact.